Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, found the display was blank, checked all the connections, reinstalled all the connections and wires and the display worked properly. No parts were replaced.

Event description:
It was reported that during set up a ventilator display was blank. There was no patient involvement.